Event description:
Began using a philips dreamstation CPAP (continuous positive airway pressure) in 2017. Shortly after began having shortness of breath, chronic respiratory issues, pneumonia and headaches.